Manufacturer narrative:
No device identifiers are available. Hyphema, iop elevation, and stent explantation are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA on 11/25/2015.

Event description:
A surgeon reports that her patient presented postoperatively with a non-clearing recurrent hyphema with elevated iop following uneventful istent surgery. Patient denied rubbing, straining, etc. Unable to get the iop under control, so an anterior chamber washout was performed. The istent was visualized to be in excellent position with some fresh heme in the area suggesting it was the source of the problem (though no active bleeding observed intraoperatively). The istent was explanted and an ahmed valve was implanted. The patient's hyphema cleared right away, normal iop, uneventful course. No additional information is available.